Event description:
While using the sternal saw on a gift of life patient, the sawblade broke and the guard over the blade bent out of shape. All pieces retrieved, new saw and sawblade used without issue.I asked the reprocessing manager if they had the saw and this her response: the part was thrown out. My central service specialist said it was not bent when she put it in.